Manufacturer narrative:
Mentor received additional event information that the patient was developing right-sided capsular contracture, baker grade unknown. The patient also suffered with fever, redness and pain, and right-sided wound dehiscence with exposure of the implant. As a result, the patient underwent explantation on (B)(6) 2020 with no immediate implant replacement to allow for healing. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: wound dehiscence, staph infection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection, surgical intervention, off label use. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 425cc silicone prosthesis experienced right sided staff infection post procedure. On (B)(6) 2020, the patient admitted to the emergency room due to pain, and doctor performed culture, which showed staff infection. The doctor removed the implant, cleaned it and inserted the same implant into the patient. This is off label use of the device. No additional issues were noted. Note: per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label.